Event description:
A surgeon reported that an intraocular lens (iol) was exchanged due to the patient was experiencing waxy vision at distance and near. The patient reported that her quality of vision was poor. The iol was replaced with a monofocal lens. Additional information was received from the surgeon who indicated that the patient's prognosis was unknown and potential visual acuity for distance in 20/30 with monovision setup.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2013. (B)(4).